Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer does not have symptoms related to his high blood glucose. Customer treated with insulin pump customer's blood glucose value was 440 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer also mentioned bent cannula on infusion set and sugar glucose versus blood glucose with threshold suspend on the pump sensor. Completed troubleshooting on infusion set and on sensor. Customer changed infusion set. The product was not returned for analysis.